Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: quantity manufactured: (B)(4). Date of manufacture: 12-sep-2020. Any anomalies or deviations identified in DHR: none. Expiry date: 31-aug-2030. IFU reference: 090200701, corrected: h8.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: quantity manufactured: 6. Date of manufacture: 12-sep-2020. Any anomalies or deviations identified in DHR: none. Expiry date: 31-aug-2030. IFU reference: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively during primary hip-tep left side the apex hole eliminator did hold in the cup. Surgeon was able to remove the apex he. Cup remained implanted without apex he. No surgical delay, no adverse patient consequences.